Event description:
The torque wrench cracked during use to tighten adapter.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Examination of the submitted sig fem adpt torque wrench confirmed a fracture/crack at the corner of the metal portion of the hexagonal feature. A search of the complaint database found an additional reports of a cracked metal portion of the hexagonal feature. The investigation found evidence suggesting when the wrench was used to tighten a bolt, the torsional force is applied while attempting to use the instrument out of plane, i.e. Not perpendicular to the bolt being tightened. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.